Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new rv lead was successfully implanted. Additional information from the field indicated there was no product performance allegation against this lead. No additional patient adverse effects were reported.